Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 292 mg/dl and other blood glucose was 448 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer treated for high blood glucose using bolus using the insulin pump. Customer was alleging possible insulin pump under delivery. Customer stated that the drive support cap appeared normal. Customer stated that performed self test and it passed. Customer stated that she just changed the infusion set and doesn't want to proceed with other troubleshooting. The insulin pump and reservoir will not be returned for analysis.